Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level earlier in the day. The exact bg level was not provided. The customer consumed carbohydrates to address bg level. Customer declined to perform a system check with tandem technical support and declined to provide any other details, such as the cause of low bg and exact bg value.